Event description:
Related manufacturer report number: 2017865-2022-22047. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Lead provocation testing was performed and the event was reproducible. A computed tomography scan was performed and a sharp bend was observed on the proximal end of both leads. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.